Manufacturer narrative:
As received, a partial lead was returned in two pieces. Electrical testing found an internal short. Destructive analysis found an internal abrasion under the right ventricular shock coil breaching the ring electrode lumen abrading both ethylene tetrafluoroethylene (etfe) cable coatings. The cause of the reported event was isolated to the internal insulation abrasion exposing the ring electrode etfe cable coating. The reported event of noise was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and rv lead replacement is anticipated to resolve the event. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.